Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen fractured, with the lower portion of the screen not responding to touch, and images from the user confirmed the cracked display; the issue involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including delivery confirmation and photos. Investigation of this case revealed a stress-related problem consistent with a fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.